Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical prostatectomy plus urinary diversion and reconstruction/bladder replacement with bowel segments, while they were cutting the intestine to create the reservoir, the stapler was able to fire however, there was a poor staple formation. It was reported that the specialist apply only the first two lines of staples and cut the tissue of the colon ascendant next to the ileocecal valve. The proximal staple line was also incomplete. The part of the recharge also fell into the patient cavity, but was recovered. Tissue damage was also noted due to a new cut made with a device to repair the compromised edges and an anastomosis was performed by hand with sutures. They replaced the unit with an open stapler and sutures. There was no patient injury.

Manufacturer narrative:
This event has been reassessed. The event is no longer considered a malfunction and is now classified as a serious injury. If information is provided in the future, a supplemental report will be issued.